Event description:
Pump experienced a cartridge change error during the cartridge change step. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean components such as the o-ring and pneumatic tap area. Customer was guided through reattaching the cartridge and successfully loaded it onto the pump, with plans to complete the process independently. No further action was needed as the issue was resolved.